Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient complained of long charging sessions. There were no external factors noted to be contributing. The implantable neurostimulator was interrogated for charge session report. It was noted that the patient is typically charging from 10% or lower. The typical recharge coupling strength is good, and the patient typically ends at 70% charge. The average recharge time is 57 minutes, and the average calculated recharge interval is 6 days. Recharging statistics from the last 10 sessions show a recharge variation in recharge strength for each session from poor to excellent. Additional information received. Patient reported since implant date the pts implant had been "killing" them (pss understood that the implant had been causing them discomfort). Pt stated that the implant had not ever worked and when they charged their implant they felt that the implant itself got hot and it felt uncomfortable. Pt stated that they charge their implant much longer then they should have for it took them 3 hours to charge their implant. Pt stated that their implant was put into the wrong side of their body and it felt like they were getting hit with a baseball bat on the implant site. The patient was redirected to their healthcare provider to further address the issue.